Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection or placing the implants too deep. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 2nd (middle): ifuse implant, p/n 7045-90, lot# 7550002452005, mfd. 04/27/11, expires 2014-04, UDI (B)(4). 3rd (inferior): ifuse implant, p/n 7050-90, lot# 7550002440005, mfd. 04/07/11, expires 2014-04, UDI (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2011 where three implants were placed. The patient later presented to a new surgeon with pain complaints. The surgeon thought that the middle and caudal implants were too close to the neuroforamen. In (B)(6) 2017, the surgeon removed the middle and caudal implants. The status of the patient following the revision surgery is not known.